Event description:
Same case as MDR ID: 2134265-2015-04185. Reportable based on analysis completed on (B)(4) 2015. It was reported that the guide wire distal tip unraveled. Two 014/300 platinum plus¿ guide wires were selected. It was noted that the distal tip of the guide wires became unraveled. The guide wires were intact and nothing was left in the patient's body. No patient complications were reported. However, returned device analysis revealed core wire break.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents: the spring tip damaged (coilwire unraveled and corewire broken). The guidewire overall length could not be measured due to the condition of the returned device. All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).